Event description:
It was reported there was a wound infection. It was reported the patient was given doxycycline on (B)(6) 2013. It was reported there were to apply topical santyl to the abdominal wound once a day starting on (B)(6) 2013. It was noted they were continuing santyl on (B)(6) 2013. It was noted they referred to etmc wound healing center on (B)(6) 2014. It was noted they were the patient was told to keep applying clean, dry dressing to the wound on (B)(6) 2013 as initially ordered. It was stated the diagnostic type was examination/palpation, and the pump site felt hot, was burning, and was throbbing. It was noted there was a wound to the inferior edge of the pump incision 12-15mm in diameter of soft tissue. This was noticed on (B)(6) 2014. On (B)(6) 2013 the wound was about the size of a quarter, slough tissue was present and the wound depth was about 1mm per examination and palpation. It was reported there was epithelialization in the wound bed and scant amount of drainage on (B)(6) 2013 per examination/palpation. It was noted the wound was well healed and the patient resolved without sequelae on (B)(6) 2013. The severity was noted as mild. The etiology was noted as the pump pocket and unlikely related to the device, therapy, or implant procedure. The pump was used to deliver dilaudid and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10922r04, implanted: (B)(6) 2001, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).